Event description:
It was reported that during x-ray examination this right atrial (ra) lead was found to be dislodged. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.